Manufacturer narrative:
(B)(6). Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that on two separate occasions, a patient had a bd micro-fine¿ insulin pen needle 31g x 5mm break off in her abdomen while giving herself an injection. The patient was taken to a hospital where she was evaluated and it was believed that a hair on one of the needles caused an abscess in her abdomen. The patient had surgery to remove the broken needle and was placed in a high dependency unit for ten days.

Manufacturer narrative:
Additional information: a lot number was provided with the returned samples. The information for this lot number is as follows: medical device lot #: 4307177. Medical device expiration date: 10/31/2019. Device manufacture date: 11/03/2014. Device evaluation: results: three sealed and intact samples were returned for evaluation. A visual inspection did not show the reported defect. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 4307177. A manufacturing review revealed no abnormalities on the machine history records. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.